Event description:
It was reported to philips that the device couldn't perform a self test.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which diagnostic service was received and the part was cleaned. Upon conclusion of the evaluation, it was determined that the customer's problem was the device needed to be cleaned. The device remains at the customer site and no further evaluation is warranted at this time.